Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips will not hold on the tissue and fell into the patient. They retrieved the clips through the trocar. They used another device to complete the procedure. It is unknown if they used a cholangiogram during the procedure. It is unknown what firing this issue occurred on. There were no noise issues or torquing reported of the device. They completed the procedure with another like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned partially cycled with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be in good condition. In an attempt to replicate the reported incident, the cycle was completed and in the next actuations the remaining clips were fed and formed as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.